Event description:
It was reported there was a lead polarity switch upon interrogation of the device. Unipolar impedance was greater than the bipolar impedance and several low impedance measurements were detected. Patient was experiencing pocket stimulation with the unipolar pacing. The lead was capped and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.